Event description:
It was reported that immediately after opening the kit, it was noticed that the distal end of the catheter was bent. Therefore the catheter was not used. Another kit was opened and new catheter was used to complete procedure. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent catheter is unconfirmed as the returned product was found to meet specification. One 4 fr single lumen groshong nxt clearvue catheter with a stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. No bends were observed in the stylet or catheter and not damage could be seen on any of the components during gross visual evaluation and microscopic evaluation. The returned sample was measured and was found to be within specification. A lot history review (lhr) of recz1886 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz1886 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately after opening the kit, it was noticed that the distal end of the catheter was bent. Therefore the catheter was not used. Another kit was opened and new catheter was used to complete procedure. There was no reported patient involvement.